Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, MFR's report# 1222780-2011-00163. Following 2 unsuccessful cavity integrity assessment (cia) tests the physician did a hysteroscopy. No perforation was seen at that time but due to the unsuccessful cia tests the physician admitted the pt to the hospital due to the possibility of a perforation. The pt was discharged home the next day. On (B)(6) 2011 the physician reported the pt is doing fine. A hysteroscopy, dilatation, and sounding (with both a metal sound and a suresound) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the suresound not provided by the complainant, therefore the expiration date is not known. The suresound is not being returned therefore, a failure analysis of the complaint device can not be completed. Device history record (DHR) review could not be conducted for the suresound as a lot number were not provided by the complainant. Suresound, according to the instructions for use (IFU) adverse events: potential adverse events include, but are not limited to perforation of the uterine wall. (B)(4).